Event description:
Hcp reported pt with spinal cord stimulation experienced jolting, causing falls. This happened repeatedly when "scs" was off. The device was explanted and returned for analysis. A follow-up report will be sent when additional info is received.